Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit had an over temperature twice.

Manufacturer narrative:
Updated fields- e1 (event site telephone and event site email), e2, e3.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation conclusions).

Manufacturer narrative:
Updated fields: b4, g1-contact person ¿ mfg site, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. A getinge field service engineer (fse) replaced drive manifold and performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, cleared for clinical use. Returned to customer.